Manufacturer narrative:
Continuation concomitant medical products: 5076-52 lead implanted: (B)(6) 2008..

Event description:
It was reported the right ventricular (rv) lead pacing impedance is greater than 3000 ohms. It was further reported that the impedance had a sudden increased over the previous two weeks with a stepwise climb greater than 3000 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was later explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.